Event description:
An alarm was heard and confirmed by telemetry. Telemetry confirmed the critical alarm was due to zero ml reservoir volume being reached. The patient missed a refill, but they did not have any withdrawal symptoms or changes in therapy. The programmer showed 20.0 ml¿s were dispensed since the last update indicating the pump may still have been delivering something if there was slightly more volume in the reservoir than expected. It was noted that the healthcare provider was able to get a few drops when they aspirated from the reservoir, so the reservoir may not have been completely empty. The medication infused was baclofen. The medication infused had been compounded baclofen. No troubleshooting was performed. The patient was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).